Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the initial investigation details, a possible cause for the overheating was problems with the driveshaft and rotor, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece overheated during a surgical procedure. The case was continued with another device. There were no adverse consequences reported as a result of this event.